Event description:
A minimum fill notification was reported, indicating a potential issue with the customer's insulin pump. There was no adverse impact to the customer¿s blood glucose level. The customer, not attempting to load a new cartridge, reloaded the existing cartridge with more than 80 units of insulin remaining. Following instructions from technical support, the customer cleaned the pneumatic tap area on the pump and successfully resolved the issue by reloading the same cartridge, allowing them to resume insulin delivery. Additionally, the customer requested and was sent replacement cartridges through a goodwill order.